Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, episode of non-sustained vf which appeared to be electrical interference was observed. There was also an episode of auto mode switching which appeared to be noise on both atrial and ventricular channels. Patient was called in clinic for further testing. Noise was reproducible on both leads with arm maneuvers. Review of strips noted low-level noise being sensed concurrently on the a and v channel resulting in inhibition of pacing. Programming changes were recommended but the patient was admitted for lead revision. During procedure on (B)(6) 2016, it was noted that the old v pace/sense lead which was not being used on the current device had an insulation break which may have occurred at the time of the device upgrade few months ago. This lead was cut at the level of the insulation break and then capped. One day post procedure no noise could be observed on either atrial or ventricular leads. Patient will be followed-up.